Event description:
Device issue: failure to cross. Time of device issue: during the procedure. Adverse event: required intervention/second device to treat perforation. Onset of adverse event: during the procedure. It was reported that a voyager balloon was used to pre-dilate the mid circumflex (cx) and then a 3.0 x 18 vision stent was deployed at 16 atm, at which time a perforation was observed. An attempt was made to treat the perforation with the graftmaster stent, but it would not cross. A 3.0 x 15 voyager balloon was inflated for 10 minutes at the perforation site until it resolved. The patient became slightly hypotensive and was given dopamine. Thrombus was observed in the cx, which required aspiration. The procedure was completed at that time and the patient was transferred to the care unit in stable condition. The patient is still doing good. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The 3.0 x 18 mm rx vision (part 1007848-18, lot 0060241), is being filed under a separate MFR.